Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Patient reported having had a left side "saline implant deflation." Device remains implanted.

Manufacturer narrative:
Corrected data: g3: aware date in previous medwatch should have been listed as 07apr2025.

Event description:
Patient reported having had a left side "saline implant deflation." Device remains implanted.